Event description:
During initial testing at the manufacturer facility, the device did not sound an audible alarm tone while on the high and low volume settings. Note: the device was received from the customer with a report of an error message. There was no patient involvement.